Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient, who was not padded to prevent contact with the bore wall or to prevent body loops, sustained a third degree burn on the left forearm. The patient underwent burn care treatment which consisted of santyl ointment and hydrofera dressing.

Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. The mr system was operating within specifications and all safety mitigating devices were functional when checked by the gehc field engineer. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation and the user interface describe the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.